Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 14-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple falls since the initial implant. The patient required an emergency room visit following a fall on (B)(6) 2025, during which x-rays were taken and demonstrated that the leads had migrated to t9. The patient¿s family reported additional falls, and the patient continued to experience 50-60% relief with the stimulation implant. Impedances were within normal limits. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.